Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the secondary tubing separated below drip chamber while an unspecified antibiotic was infusing. The event occurred in pediatric pulmonary unit. Although requested, additional information was not provided.